Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicates that the ipg was not set into surgery mode prior to the unrelated procedure. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient had an emergency surgery where the ipg may not have placed in surgery mode. The rep was unable to connect with the ipg. The ipg was deemed inoperable. Replacement surgery is planned. As of on (B)(6) 2024, surgery had not been scheduled. The device was not returned for analysis; however, cp data logs was received. The log files from on (B)(6) 2023 confirmed that (B)(6) was found in the service app state. The service app recovery protocol ran, and the device was not recovered to the therapy app state. The log files confirm the max attempts were made, each with the same result. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.